Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the header is firmly attached to the device casing. Seal plugs are present however a hole was noted in the ra seal plug. Analysis found that both setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. No noise was noted on the electrograms. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure the physician noted that the torque wrench was stuck to the set screw. After screwing in the set screw he could not back out the torque wrench. The physician then unscrewed the set screw all the way out past the seal plug with the screw still attached. This pacemaker was attempted and not implanted. A new pacemaker was successfully implanted. No adverse patient effects were reported.